Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer replaced and adjusted both sample probes. He verified that the system was within specifications by performing qc measurements. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas c 503 analytical unit. One example was provided on an initial crp result of 3 and a repeat result of 142. No unit of measure was provided. The repeat result was believed to be correct. The customer was uncertain if any questionable result was reported outside of the laboratory.